Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-apr-01: information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient stated they were getting so much pain in her lower back for over a week. Pt stated it feels like her therapy is not reaching that area. Patient stated they talked to the healthcare provider office and they told patient to call the manufacturer to be seen. Patient does not know if the therapy is working right or if it is their back because their chiropractor told them that it was sciatica. The pt added they had fallen in (B)(6) 2024 and broke their arm. Pss reviewed role of reps and sent a message to the field about this patient call. 2025-apr-30: additional information was received from the representative (rep). It was reported that the patient was seen in the physician office on (B)(6) 25. The device was implanted to target their lower back pain where they were feeling the increase in pain. The patient had felt stimulation in their lower back and then lost stimulation to that area. No cause was determined, and no device issues were identified. The physician had the device programming changed to a low rate and guarded the cathode that provided light paresthesia.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported according to the physician office, contacts 10-13 had high impedances and these contacts were being used for stimulation programming. Programming was changed to use other contacts and they were able to re-establish stimulation in the bilateral legs and lower back.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.